Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls. Pt's sample was not returned by the customer. Based on available information, the urine sample was not first morning void urine. As per product insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine or serum sample should be collected 48 hrs later and tested. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a falsely negative (-) urine test result from the icon 25 hcg test kit. A pt performed pregnancy test at home which was positive (+). (Test brand was not provided) a urine sample from the pt was tested with the icon 25 hcg test kit and a negative (-) result was obtained. Based on available information, a serum qualitative test was performed and a positive (+) result was obtained. (Testing device name and method were not provided). No additional information regarding this event was provided. No injury related to this event has been reported.